Event description:
It was reported that the device was interrogated without capturing indicating lead dislodgement in 2009. The atrial lead was repositioned and the rv lead was replaced.

Event description:
At a follow-up visit in 2008, the patient reported having chest pain about three weeks post implant. The patient did not report the pain to anyone until the same day visit.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.